Event description:
Additional information was received noting that this event did not occur during a procedure. No patient involvement.

Manufacturer narrative:
This is an additional information supplemental report. The initial report provided additional information confirming that this event did not occur during a procedure and that their title was 'biomedical equipment technologist'. The investigation is still underway. Should more information be provided prior to the conclusion of the investigation, another follow up report will be submitted.

Manufacturer narrative:
Upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. The light guide cable would not engage properly because of a worn connector socket. This failed connection was causing the high beam to turn off. Additionally, the lamp meter revealed that the lamp had over 500hrs of use on it. Both the socket and the lamp will require replacing. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
The customer reported the visera 4k uhd xenon light source's light guide cord would not engage the high beam switch. According to the initial reporter, it is suspected that the receptacle port is worn out on the light source. Additional information has been requested for this event, but has not been received at this time. There was no patient harm or consequence reported as a result of this event.